Event description:
This lead was capped and replaced because it was not sensing properly and the r-waves were low. There were no adverse pt events reported. The hosp retained the device. Should more info become available, this report will be updated.